Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v398923, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v320477, implanted: (B)(6) 2010, product type: lead.

Event description:
A consumer whose indication for use is parkinson's dual and movement disorders reported the patient was feeling an electrical shock wave going through their body on (B)(6) 2016. It was inquired if the wire could be damaged and causing the electrical shock. The patient had been getting massages lying. The patient had been having muscle spasms for the past two weeks prior to (B)(6) 2016. When the patient pressed on the implantable neurostimulator (ins) they could feel a little shock wave which had occurred on (B)(6) 2016. Therapy was checked with the patient programmer and was on. The patient had contacted their healthcare professional. Information was received from the healthcare professional that indicated the patient had muscle spasms since before 2013, most were better. Bicep and axilla, spasms happen off/on all day and felt did not correlate with meds. Shocking was not reproducible with pressure on generator as reported. All impedance were within normal limits. Left generator was adjusted. The patient quit baclofen. The healthcare professional thinks the patient is hallucinating/misinterpreting events, "feels electrons moving over her body." Complained of intermittent electrical pulses in hands and reports hallucinations, seroquel started. The shocking and muscle spa sms had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.